Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed based off information received from the clinical team. Once the user pushed the air bubble sensor in, reseating the connection, the unit operated as intended. During laboratory analysis, the product surveillance technician observed the air sensor to function as intended throughout evaluation over several days. The air sensor did not falsely detect air in the circuit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was giving a false alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the director of perfusion regarding the incident the team had with their abd on a cpb procedure on (B)(6) 2019. The team has their heart lung machine (hlm) to alarm and stop the forward flow to the patient if the abd was to detect an air bubble. During a cpb procedure on (B)(6) the team had a message of an air bubble, and a configured safety connection stop forward flow to the patient. There was no air in the system, the team was able to reset the air bubble detector and re-initiate forward flow, a few minutes later the same occurrence, and again was able to re-initiate forward flow. The team, then while on bypass inspected the physical detector and noticed that the connection to the abd was loose and pushed in the connection all the way. The team had the same situation occur again on (B)(6) 2020. The incident did not cause a delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.